Manufacturer narrative:
An event of "trivial paravalvular leak", migration, annular rupture, tamponade, complete heart block, and hypotension was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 27mm portico tavi valve was selected for implant. During procedure, after post dilation an annular rupture was reported on the non coronary cusp (ncc) area during an aortogram. The patient became hypotensive with no loss of output. A percutaneous drain was attempted but was unable to drain the all of effusion so a surgical pericardial drainage was performed. A new 27mm portico tavi valve was selected for implant and during deployment the first 27mm portico tavi valve ((B)(4)) migrated to the ascending aorta. The new 27mm portico tavi valve was successfully implanted. The patient was hemodynamically unstable and every effort was taken to stabilize the patient hemodynamically during procedure. Congenital heart block (chb) was reported and a permeant pacemaker was implanted. The patient is reported to be recovering.